Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly no longer had hearing benefit with the device since (B)(6) 2020. Reportedly, the user had some hearing sensation while in situ measurements were performed, but not while using the audio processor. The audio processor was checked and found not working. It has been sent for further troubleshooting and replacement if required. With further testing of the internal device, in situ measurements showed some affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Based on the information received five channels were disabled and the recipient will be monitored.

Event description:
The user suddenly no longer had hearing benefit with the device since (B)(6) 2020. Reportedly, the user had some hearing sensation while in situ measurements were performed, but not while using the audioprocessor. The audio processor was checked and found not working. It has been sent for further troubleshooting and replacement if required. With further testing of the internal device, in situ measurements showed some affected channels.

Manufacturer narrative:
Conclusion damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly no longer had hearing benefit with the device since (B)(6) 2020. Reportedly, the user had some hearing sensation while in situ measurements were performed, but not while using the audio-processor. The audio-processor was checked and found to be not working. It has been sent for further troubleshooting and replacement if required. With further testing of the internal device, in situ measurements showed some affected channels.